Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 2.75 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the proximal rca and the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.